Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.